Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks after intermittent t-wave oversensing (twos) was exhibited post pace, and post sense. Reprogramming was done for the right ventricle lead, and the lead remains in use. No further patient complications have been reported as a result of this event.